Event description:
It was reported the patient was hospitalised secondary to hypoglycaemia. The patient's caregiver performed a pod change and then received a pod communication error message advising to deactivate the pod. A new pod was applied and the same issue occurred. Additionally, it was reported insulin was leaking from the pod. The pod was replaced again which was reported to function as intended however, the patient's blood glucose decreased to 1.7 mmol/l (31 mg/dl) within 10 minutes. Symptoms reported include a seizure and loss of consciousness. An ambulance was then called at 23:00 and the patient was brought first to (B)(6) germany. The patient was then transferred to their diabetes centre ((B)(6), germany) where they were admitted. The examination of the patient revealed nothing unusual, the patient's usual treatment was resumed and the patient remained in hospital for observation. It was reported the healthcare professional performed tests but the patient did not receive any additional diagnoses or treatment due to the last pod applied functioning as intended. The patient was discharged after 5 days. This is one of two reports for this event; report covers the first pod issue reported (insulet reference numbers: (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.